Manufacturer narrative:
Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The paddle lead was cut during explant resulting in multiple segments: paddle with one leg (1-8) attached; leg 9-16 unattached and two terminal end segments (1-8 identified by band; and 9-16). There were broken wires that were identified in the paddle at channels 2, 5, and 6; however, these fractures are consistent with explant damage. Two slotted anchors were also returned incomplete; cut (unable to ascertain if they were cut during explant or if they were modified during procedure). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's lead was explanted to address the issue.